Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00697-2, 0001825034-2021-00698-2, 0001825034-2021-00792-1 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00697, 0001825034-2021-00698, 0001825034-2021-00792. Concomitant medical products: item#: 35-463210, intermediate vhs inserter; lot#: unknown, item#: 35-463212, int vhs lag screw connector; lot#: unknown, item#: 35-463212, int vhs lag screw connector; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, instrument was discarded by hospital . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a revision procedure that the lag screw was well fixed and the connection between the lag screw inserter and the lag screw failed under stress. It was reported that two inserters were broken.